Manufacturer narrative:
A ge service representative performed an onsite investigation. The smart switch pcb was ordered for the customer's biomedical department to replace. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system failed to power on/boot up. No patient serious injury or death was reported related to this event.